Manufacturer narrative:
(B)(4)

Event description:
It was reported that patient presented in clinic for routine follow up showing post-paced t wave oversensing on the ventricular channel. Patient was asymptomatic. Programming changes were made. Device remains implanted. Patient was stable before, during and after the event.